Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026 and was treated with correction bolus via pump, as the patient used autosoft xc connector for autosoft 90 and that connector would not fit autosoft 90. The patient replaced infusion sets and resumed insulin successfully. No further information is available.